Event description:
In 2005, a gore excluder aaa endoprosthesis was implanted. On approx one and a half months later, the gore excluder aaa endoprosthesis was explanted. Further investigation is pending.

Manufacturer narrative:
Please note: attached is a list of additional devices that were involved in this event. All devices were implanted in 2005 and explanted in 2007. Pxc201000/lot# 03538062. Pxc201000/lot#03495049.